Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite infusion set was leaking. The following information was received by the initial reporter with the following verbatim. It was reported by customer that while priming the line the nurse noted that there was quite a bit of leakage from the site where the secondary tubing meets the primary tubing.

Manufacturer narrative:
The customer reported leaking at the secondary/primary connection, and returned one used sample of material 11171447 (primary set), lot unknown, along with a standalone texium connector. Upon initial visual examination, the set had no defects or abnormalities. The primary set was infused with water, but no issues were found. The texium connector was also used, and there the issue of leakage was verified. The leak was slow, but consistent, and a new complaint will be opened to handle the new material. The initial report was verified, but the reported material 11171447 has no issues observed. The texium issue was captured under (B)(4). The root cause for the 11171447 leak was traced to an issue with the texium connector. A device history record review could not be performed because the lot number is unknown. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.